Event description:
It was reported that during equipment testing conducted at the user facility the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered within the motor and the rotor. The corroded rotor and motor can be a cause of overheating.